Event description:
The pt expired. Coding was requested to program the pump to off state. No add'l info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.